Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: impactor device, therapy date: 7/1/2021. UDI: (B)(4).

Event description:
This is event 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the head of two impactor devices broke into two pieces while impacting the head. All the pieces were retrieved. There were no delays in the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.